Event description:
Report received of the pt being hospitalized due to his pacemaker oversensing, the device was reprogrammed on 11/6/96 and remained impl'd until 11/8/96 when the physician electively expl'd the pacemaker due to incompability issue with the adaptor.